Event description:
It was reported by a caregiver that a gastrostomy feeding tube began leaking and fell out overnight. The caregiver had to take her child to the emergency room as the stoma had closed. She reported that her son is doing fine presently, and the stoma remained open and intact.

Manufacturer narrative:
Conclusions: conclusion not yet available-evaluation in progress. The product involved in the report has been returned and is being processed for evaluation. A review of the device history record has been completed and the device meet specifications at release. There were no changes to the process and/or equipment that would have affected the manufacturing of the device. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database (B)(4).